Manufacturer narrative:
The device was received for analysis. Visual inspection revealed a kinked in the telescope assembly and only the device with the accessories was return with no trace of foreign material that could be related to the reported event.

Event description:
It was reported that foreign material was present. The opticross hd imaging catheter was selected for use. When the device package was opened, a foreign object which looked like a hair was present with the product. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that foreign material was present. The opticross hd imaging catheter was selected for use. When the device package was opened, a foreign object which looked like a hair was present with the product. The procedure was completed with another of the same device. There was no patient injury.